Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper is loose and comes off with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. This occurred on 2 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: they have received a decapped tube and another one loose.

Event description:
It was reported that the stopper is loose and comes off with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. This occurred on 2 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: they have received a decapped tube and another one loose.

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for decapping with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.